Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called and reported that for the last few days they have felt little low voltage tingling/like itty bitty needle sticks/ intermittent/like a wire came loose or exposed itself. The patient noted that they felt weak and out of it and the day before they were unable to complete their round of golf. Follow-up with the clinic was conducted and from the information obtained it was reported that the patient has been seen since and that a device check was done and there was appropriate pacemaker function. The patient¿s medications were changed and the device remains in use. No patient complications have been reported as a result of this event.